Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a number of implant procedures while testing the leads that the programmer application froze and crashed on the tablet operating system displaying a diagnostic message. The programmer remains in use. No patient complications have been reported as a result of these events.